Event description:
It was reported that this right ventricular (rv) lead was dislodged, exhibiting loss of capture and high out of range impedances, with no patient symptoms. The lead was repositioned successfully. No additional adverse patient effects were reported.